Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that patient required revision surgery due to infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-002795, 343-12-709, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.